Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances measuring 126 ohms on the right ventricular (rv) lead channel. No adverse patient effects were reported. This system remains in service.